Manufacturer narrative:
1038671-2023-00752 d10: (B)(6) 02-010-01-0250 - logic femoral ps cem left sz 5 (B)(6) 02-012-35-5011 - logic tibia ps mod insrt sz 5 11mm (B)(6) 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t (B)(6) 200-02-38 - three peg patella 38mm (B)(6) 02-010-01-0350 - logic femoral ps cem right sz 5 (B)(6) 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t (B)(6) 200-02-38 - three peg patella 38mm.

Event description:
Per a report from the legal department, in approximately 2015, the patient underwent a bilateral total knee replacement. The patient experiences daily pain and discomfort in his right knee which limits his activities of daily living and impacts his quality of life. No surgery has been scheduled for revision.